Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone separated from jaws but not completely detached. Nothing came off inside the patient. New kit opened to finished case. No added incisions or time. No patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/19/2023. An investigation was conducted on 01/02/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the device. A microscopic inspection was conducted. The heater wire was observed to be intact with no visual defects. The clear silicone insulation of the cold jaw was observed to be peeled away from the base of the jaw. The top portion of the silicone was detached, exposing the tip metal tip of the jaw, and not returned for evaluation. The insulation of the hot jaw was observed to be intact with no visual defects. Based on the returned condition of the device and investigation results. The reported failure "peeled; jaw" was confirmed. The lot # 3000347896 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.